Event description:
(B)(6) study. Same case as 2134265-2012-04875. It was reported that following a coronary artery stenting treatment procedure the patient expired. Lesion 1 was de-novo lesion located in the proximal left anterior descending artery with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.50 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was de-novo lesion located in the proximal left circumflex with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.2 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011 the patient expired. The site was unable to obtain any information pertaining to the patient's death.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).